Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cutter was found to not meet the mesh test acceptance criteria; however, the repair was not completed because the customer was notified in the repair report to evaluate the cutters and contact their distributor if a replacement was necessary. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported worn gears and incomplete mesh on previously recovered cadaver skin. There was no patient involvement. At product evaluation investigation the cutter did not meet the mesh test acceptance criteria. No adverse events were reported as a result of this malfunction. No additional event information available.